Manufacturer narrative:
The insulin pump was received with corroded battery tube. No battery cap was returned with the insulin pump; unable to verify battery cap corrosion noted. The insulin pump was monitored for several days and no blank display noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with normal operating currents and passed the self-test, a21 error test and off no power test. No damage was found on the lcd isolation tape noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that they were having issues with the battery cap as well. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the insulin pump had a crack on the battery compartment. The customer stated that they found that the spring was corroded in the battery compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.